Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A distributor field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective board. The board was replaced to resolve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The defective board was returned to livanova (B)(4) for further evaluation. During functional testing, the described error could be reproduced. A hardware analysis identified a defective diode. The diode was replaced and subsequent testing of the board did not identify further issues. The board was scrapped. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that the s5 roller pump displayed an error message and stopped working after a procedure. There was no report of patient injury.